Event description:
It was reported that the procedure was cancelled.an angiojet console was selected for used for thrombectomy procedure. During preparation, an error code 94 was displayed by the machine. However, it was further reported that the patient had already been administered general anesthesia. As a result of this occurrence, the procedure had to be called off. There were no patient complications reported.